Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider noted that unknown history of uti's prior to implant. She stated: "I think I've had one or two." No significant chronic history. Uti confirmed (B)(6) 2016 based on urine sample checked on (B)(6) 3016. Pne (percutaneous nerve evaluation ) implant (B)(6) 2016. Cause of uti's was unknown. Regarding were the uti's related to the patient's underlying urinary dysfunction, it was noted: no, they were seeing her primarily for fecal incontinence. Regarding was the uti related to the device/therapy, it was noted: no, she noticed increased urinary frequency on day of implant of pne leads. Regarding actions/interventions for uti, it was noted: started on antibiotics after urine culture confirmed uti.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: : product ID: neu_unknown_lead, product type: lead.

Event description:
The consumer reported on (B)(6) 2016 that the patient had deceased yesterday. The manufacturer's representative (rep) reported that the patient had pne (percutaneous nerve evaluation procedure) lead placed in doctors office (B)(6); the patient passed away per support link conversation with family member on (B)(6). The rep noted the physician mentioned speaking with family member, and was informed the patient experienced some vomiting and fever, and that her ua (urinalysis) showed signs of uti (urinary tract infection). Regarding any diagnostics/troubleshooting/ interventions/actions, it was noted: none. Surgical intervention did not occur. Additionally, the rep noted that the patient's surgeon did not know the patient passed away until the rep told him. The rep reported that the patient was in good health at the basic evaluation (pne - procedure) and was able to work their programmer at that time. The doctor's office noted that they had no information on cause of death. Per the owner/operator of the funeral home as well as local coroner, it was reported the cause of death was cardiac arrhythmia. No other information was asked as not device related. It was clarified that the coroner reported it was not device related regarding the previous reported information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.